Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 44 mg/dl. The customer was treated for the low blood glucose with food intake. Customer also reported that they also experienced a high blood glucose level of 423 mg/dl, on a separate occasion. The customer treated the high blood glucose level with the insulin pump and an insulin shot. The customer was assisted with troubleshooting for the lost sensor alarm. Customer stated that the drive support cap was normal. The customer mentioned that the insulin pump was in auto mode. The product was not returned for analysis.